Manufacturer narrative:
Additional info: e.2;e.3;g.3.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient arrived to neuro ICU from pacu with patient-controlled analgesia (pca) infusing. The pca tubing discovered to be leaking at y-site connection sometime after arrival. The pca tubing changed with new tubing from omnicell supply room. A short while later, new tubing discovered to be leaking at the same site. This tubing was pulled from two different supply areas in the hospital. Tubing changed out again and no further leaking identified. Manufacturer was notified. Second set of tubing sequestered. First set was not saved. Submitting this report for tracking purposes only." An incomplete date of event of (B)(6) 2019 was provided. There was no patient impact.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient arrived to neuro ICU from pacu with patient-controlled analgesia (pca) infusing. The pca tubing discovered to be leaking at y-site connection sometime after arrival. The pca tubing changed with new tubing from omnicell supply room. A short while later, new tubing discovered to be leaking at the same site. This tubing was pulled from two different supply areas in the hospital. Tubing changed out again and no further leaking identified. Manufacturer was notified. Second set of tubing sequestered. First set was not saved. Submitting this report for tracking purposes only." An incomplete date of event of (B)(6) 2019 was provided. There was no patient impact.